Manufacturer narrative:
D10 concomitant products: lf1923, jaw open lf1923 ligasure maryland 23cm (lot#:52810366x), vlft10gen, vlft10gen ft series energy platformx1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at the beginning of an open lobectomy procedure, two jaw open lf1923 ligasure maryland 23cm device experienced an energy activation issue. As the device would only give an incomplete seal tone and there was no evidence of energy delivery or seal, with end tones heard. No bleeding occurred and the device was new with no successful seals prior to the issue. The procedure was completed using a bipolar device. The generator was used with another ligasure with no issues. There was no patient injury.

Event description:
It was reported that at the beginning of an open lobectomy procedure, two devices experienced an energy activation issue, as the devices would only give an incomplete seal tone and there was no evidence of energy delivery or seal. No bleeding occurred, and the devices were new with no successful seals prior to the issue. The procedure was completed using a bipolar device. The generator was used with another device with no issues. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3 additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.